Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer reimaged the hard drive and encountered significant network and server connectivity issues. The hospital information technology (hit) team discovered that the problem was due to incorrect ip settings. Once the ip settings were properly configured, the system synced successfully. The system functioned as intended after the field service engineer and hit team repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device went offline. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.